Event description:
It was reported that following the implant of a transcatheter valve, severe paravalvular leak (pvl) was observed. Subsequently, a second transcatheter valve was implanted and the severe pvl resolved to a mild pvl. Additionally, bleeding from the right common femoral artery (cfa) access site was observed due to a failed non-medtronic (perclose) closure system. It was suspected that a possible dissection occurred from sheath exchanges. Subsequently, a 9 millimeter (mm) by 50 mm non-medtronic stent was placed in the cfa. Per the physician, the depth of implant, and severe calcification in the annulus and left ventricular outflow tract (lvot) contributed to the pvl. It was noted that a 15 minute procedural delay occurred. Additional information was received indicating that the initial valve was implanted at the unintended depth of 12-14 mm. A confida guidewire was used during the delivery of the first valve. The minimum diameter of the access vessel was 7.5 mm. An access site dissection was confirmed when bleeding was observed post-procedure. Per the physician, the sheath changes or the suture-mediated closure device likely caused the dissection. Per the physician, it is unknown whether the valves, delivery catheter systems, sheath, or guidewire contributed to the dissection. The sheath used was a 14 fr medtronic (sentrant) sheath. It is unknown if anything regarding patient anatomy contributed to the bleeding.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, severe paravalvular leak (pvl) was observed. Subsequently, a second transcatheter valve was implanted and the severe pvl resolved to a mild pvl. Additionally, bleeding from the right common femoral artery (cfa) access site was observed due to a failed non-medtronic closure system. It was suspected that a possible dissection occurred from sheath exchanges. Subsequently, a 9 millimeter (mm) by 50 mm non-medtronic stent was placed in the cfa. Per the physician, the depth of implant, and severe calcification in the annulus and left ventricular outflow tract (lvot) contributed to the pvl. It was noted that a 15 minute procedural delay occurred.